Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with the insulin pump and she was hospitalized for seven days. Customer did recall her blood glucose level but current 90 mg/dl. Her symptoms were incoherent and high blood glucose. She declined troubleshooting only information on the hospitalization. She was feeling incoherent prior to being hospitalized; she had high blood glucose and colitis. She was treated with insulin dip and insulin pens. Customer did want to return the device she just wanted to inform she was currently on her back up plan and is not using the device.